Event description:
680g insulin pump from medtronic. Housing broken again. This is at least the 8th time in 3 years. Product out of warranty, they won't replace it due to this. I replaced it at least 8 times under warranty. Pump is always inside a hard kydex case from type1tactical. Crack originates in same spot every time. Lower back over the battery well. Company says it's from over tightening the battery cap, which is not possible due to stop in it after 180 deg rotation. No tool is ever used to tighten cap, no drops occur due to kydex case.